Event description:
The duett sealing device was deployed following an interventional procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the pt experienced a large hematoma and pseudoaneurysm. Treatment consisted of a femostop and thrombin injection. The pt's condition is improved at the time of this report.